Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's injury was confirmed. The patient's nurse reported that the patient was fit the day before and had a red blotchy irritation all over her back and chest. There was no open skin. During a follow up it was reported that the patient had very sensitive skin and her doctor put her on a different allergy medication and steroid cream. There was no alleged device malfunction. During the final follow up the patient indicated that the rash was improving.